Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.based on the review of the data available on data management system (dms), sensor glucose (sg) values were above the high glucose alert threshold whereas blood glucose (bg) values were low. As a result, the system asserted a high glucose alert instead of a low glucose alert. In an associated complaint of sensor inaccuracies documented in complaint (B)(4), the sensor performance deviation was confirmed, and an RMA was authorized to issue a sensor replacement. The removed sensor was requested to be returned to senseonics for investiation, however, it was never received. Further review on the user's complaint history indicated that the user reported having an infection at the infection site, which is most likely to have impacted the sensor performance. Information on how the user managed the hypoglycemia was not provided, but the user was doing fine at the time of complaint, and the user had a new sensor inserted.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event and the eversense system gave an hyperglycemia alarm as sensor glucose (sg) value was above the high glucose alert threshold level where as blood glucose (bg) value was low. The patient was having hypoglycemia symptoms.